Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy, it was reported the two 511s gaskets were ripped. The trocars came from a ftr73 kit. There was no consequence to the pt.